Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 460 mg/dl while his sensor had a reading of 270 mg/dl. The customer treated with a bolus. The customer stated that he had been having issues with calibrating the sensors and frequently got lost sensor alerts. Standard troubleshooting was performed. The customer was advised to turn off the sensor feature then turn it back on and reconnect the sensor. The customer will monitor the sensor. The product is not being returned. Nothing further was reported.